Manufacturer narrative:
Continuation of d10: 407652 lead implanted on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient inquired if it was normal for their cardiac resynchronization therapy pacemaker (crt-p) to move several inches when performing pushups or bench presses. The patient also stated that they were getting heart rate values in the sixties which was below their device programmed lower rate and asked if there was variability expected with the set rate. The crt-p remains in use. No further patient complications have been reported as a result of this event.